Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning power supply. The foreign distributor was shipped a replacement power supply to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty power supply for eval. As of january 21 2015, the alleged faulty power supply has not been received. Should it be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(6). "Ac mains indicator not glowing and ventilator not switching on."